Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device passed upstream occlusion testing and was found to be within specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not detect an upstream occlusion during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.